Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that after start up, the monitor showed message, "failure in sr manager- unrecoverable error". There was no patient present when this issue was identified.

Manufacturer narrative:
Device returned but analysis has not been completed that this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found and confirmed the sr manger error at initial power up. The computer will not boot. The hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer was defective and failed boot up. The monitor was showing failure in sr manager. Upon installing the replacement computer it was found that the wrong computer had been ordered. The correct computer was ordered and installed into the system which resolved the general failure. The system then passed the system checkout. If information is provided in the future, a supplemental report will be issued.